Event description:
Customer concerns over pt serum calcuim results being too high. Initial product investigation yielded all results within manufacturer's product specifications. In-depth investigation uncovered small bias in master lot of calibrator, which, together with a small bias in customer product calibrator, combined to product customer-observed biases. Subsequent revision too master-lot and customer lot setpoints corrected the problem.